Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that pt said they were having serious back pain for about the last 6 months and was looking to have the ins removed. Pt said they reached out to the hcp and they redirected them to  patient services (pss). Pss is emailing reps for pt.